Manufacturer narrative:
Patient weight unable to be provided. (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of heartmate ii instructions for use (IFU) lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2022 for a planned liver biopsy. Major bleeding complication occurred leading to multisystem organ failure and withdrawal of care. The patient expired on (B)(6) 2022. The death was not considered device related. No additional information could be provided.